Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing which resulted in pacing inhibition and inappropriate mode switch. It was also noted that the noise was reproducible with isometric testing. Programming changes were made. The patient was stable.